Manufacturer narrative:
Evaluation completed. One opened 25ga vit cutter was returned in unknown sterilization pouch. The part number and lot number of the cutter cannot be verified or determined. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid visible in the tubing. The back cap was slightly off center of the vent hole in the side of the cutter body by approximately 5º. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter ran for a short time (less than a minute) and then the inner needles stopped retracting from the port window causing the port to be blocked, preventing cutting and aspiration. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2. See 19200664-2016-00296.

Event description:
The user facility reported the vitrectomy cutter was not cutting how they should. It starts and stops often. No patient injury.